Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No additional event information is available. Data was provided for evaluation. Loss of connection was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. The receiver was charged and rebooted and passed. Functional testing was performed and passed. A pairing test was performed with a known good transmitter and passed. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The root cause could not be determined. No injury or medical intervention was reported.